Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device could not be evaluated for the reported symptom system error 345 due to the received condition of the device. The event history log could not be reviewed due to the as received state of the device. The device underwent servicing and repair. Should additional relevant information become available, a supplemental report will be submitted.